Event description:
Report received from switzerland stated that during a procedure the vitrectomy cutter would not cut and needed to be replaced. The procedure was prolonged; however, there was no pt impact or injury reported.

Manufacturer narrative:
The product was disposed right after the procedure by the hospital staff. The sterilization and lot history records were reviewed and found to be acceptable.